Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 06/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure via the crossover approach, there was some alleged resistance felt when sliding the delivery system across the bifurcation. It was further reported that after releasing the stent and withdrawing the delivery system, the tip of the metal catheter was allegedly broken off in the patient's vessel. Reportedly, the sheath and the broken catheter tip were retrieved with a snare device from the artery together out of the body, and the patient allegedly experienced an iliac vessel dissection on the side of the puncture. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent products are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the catheter sample was returned in used condition without stent together with broken off cardan tube segments. The cardan tube segments confirm that two systems have been used and that both cardan tubes broke at the distal end. Images demonstrating the detached pieces inside patient were not provided. The investigation therefore leads to confirmed result for catheter break. The stent was placed in the iliac artery which represents an off label use; reportedly the aortic bifurcation was moderately angulated so that resistance was felt upon insertion when the system was passing the bifurcation. Furthermore, the vessel was not severely calcified, a 6f introducer with 0.035" guidewire was used for access, and the lesion was pre dilated; the guidewire was running smoothly inside the system and no force increase was experienced during deployment action and removal; the system was correctly held at the stability sheath. Based on the information available the investigation is closed with confirmed result for break of the inner catheter cardan tube. A definite root cause for the reported event could not be determined. The reported indication represents an off label use of the device. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instruction for use states: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' Regarding pre dilation the instruction for use states: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' Under materials required the instruction for use states: '5f (1.67 mm) or larger introducer sheath (¿); 0.014-inch (0.36 mm) - 0.035-inch (0.89 mm) diameter guidewire'. Regarding insertion and removal difficulty of the delivery system the instruction for use states: 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.', and 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together.' Holding and handling of the system throughout deployment was found sufficiently described. The lifestent 5f vascular stent system is indicated for the treatment of atherosclerotic lesions in the superficial femoral artery (sfa) and popliteal artery. H10: d4 (expiration date: 06/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure via the crossover approach, there was some alleged resistance felt when sliding the delivery system across the bifurcation. It was further reported that after releasing the stent and withdrawing the delivery system, the tip of the metal catheter was allegedly broken off in the patient's vessel. Reportedly, the sheath and the broken catheter tip were retrieved with a snare device from the artery together out of the body, and the patient allegedly experienced an iliac vessel dissection on the side of the puncture. However, the current status of the patient is unknown.